Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an image on the package and label of the leadless implantable pulse generator (ipg) contained an inaccurate pacing mode in the item description. There was no patient involvement.